Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code for the linx device that was removed? What is the lot number for the linx device that was removed? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that there was a linx removal on (B)(6) 2018 due to dysphagia, weight loss.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the product code for the linx device that was removed? Unknown at this time. What is the lot number for the linx device that was removed? I do not have this data. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No . Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Zero to minimal. Did the dysphagia improve after the device was implanted initially? N/a. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. What was the reason for removal of the linx device? Dysphagia. Was the device found in the correct position/geometry at the time of removal? Yes it was.